Event description:
It was reported that the patient presented to the hospital due to the implantable cardioverter-defibrillator (ICD) delivering inappropriate therapy. Subsequently, a holter was placed on this patient and then was checked. Upon review, it was noted that this ICD delivered inappropriate shock therapy. It was believed that the non-boston scientific right ventricular (rv) lead had an insulation issue. The patient was hospitalized for monitoring, and further was discharged. The programming settings were adjusted and an rv lead replacement procedure scheduled. At this time, the lead remains in service and no additional adverse patient effects were reported. Additional information received indicated that this rv lead was explanted and replaced. No additional adverse aatlcnt effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).